Event description:
The customer reported to olympus, during reprocessing, e315 image problem error code was displayed when using the evis lucera elite colonovideoscope. The patient was not undersedation and no delays were reported. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of error code e315, image problem could not be confirmed. Upon investigation error code b30 scope communication error was present. Both printed circuit boards were replaced, and the image was restored to normal. The following findings were also noted: damage at the edge of the light guide lens which will not be repaired at this time and discolored leak check label. Due to corrosion on electrical connector the scope connector cannot be connected securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility. E2 was inadvertently checked; reporters title is not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during device handling by the user. As a result, abnormality occurred in the electrical component, and the suggested event occurred temporarily. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.